Manufacturer narrative:
Failure analysis revealed the insulin pump failed the displacement test. However, the device passed the 25u bolus delivery test.

Event description:
It was reported that the customer was wearing the insulin pump during a MRI procedure. Since then the device was not calculating the reservoir volume. No further information was provided.